Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to ER and ECG appeared to display heart rate of 40s with pacer spikes that did not appear to show capture. Device interrogation revealed thresholds had risen to beyond programmed settings. Device reprogrammed and revision was scheduled the following day. The lead was successfully repositioned on (B)(6) 2018 to a new location.

Event description:
New information received indicated that when patient came into the ER it was unclear if due to symptoms or just observation of the unexpected heart rate. During the procedure, patient¿s heart rate had improved at the time, and post procedure the patient was fined.